Manufacturer narrative:
Product complaint #: (B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: rectal perforation as a result of stapled hemorrhoidectomy. Author(s): quintín héctor gonzález-contreras, alejandra jiménez-gonzález, roger vega-batista, gilberto gonzález-longoria, and luis enrique salinas-aragón. Citation: cir cir 2012;80:266-269. This was a case report concerning a (B)(6) male patient with grade iii painful hemorrhoidal diseases with anal bleeding during defecation. During sept 2009, the patient was referred to another hospital for hemorrhoidectomy with pph 01 33-mm stapling. Postoperative complications included gas and fecal material leakage from surgical wound, 10mm defect in the mucosa of the right lateral wall of the rectum 4cm from the anal verge, and fistula through the right lateral wall of the rectum towards the gluteus which full thickness flap of the rectum was performed. The postoperative period was uneventful and the patient was discharged. At 4 months follow-up, a barium enema was performed without evidence of fistula. Ileostomy was closed and the patient is thus far asymptomatic. Complications with pph may compromise function or may be life threatening for the patient, requiring further surgeries with increased morbidity and mortality. Therefore, it is recommended to be performed by surgeons with special training in this procedure.